Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. Per visual inspection, an irregular burst was noted along the lumen. No pieces of sac were missing. Per functional testing, water was introduced into the inflation lumen. Microscopic examination found no conditions that could be associated with the reported event. Exact cause of sample condition could not be determined and could not be assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. This event occurred 13 hours after placement. The user noted that when he/she pulled on the catheter it broke. It was not confirmed at the facility side if there were pieces remaining in the patient's body or not.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. This event occurred 13 hours after placement. The user noted that when he/she pulled on the catheter it broke. It was not confirmed at the facility side if there was remaining pieces remaining in the patient's body or not.